Event description:
It was reported that during a rotational atherectomy procedure of a lad lesion, the guide wire fractured and a portion of the wire remains in the pt. The physician was unable to cross the lesion with a balloon and decided to perform rotational atherectomy. Difficulty was encountered advancing both the wire and the 1.5 burr. When the physician attempted to remove the wire to change position, the wire became stuck. While attempting removal, the wire fractured and a segment of the wire remained in the septal branch. The physician then performed balloon angioplasty and stent deployment to complete the procedure. Pt status is listed as "good".